Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial lead (ra) was attempted implant due to placement difficulty. This was the second lead attempted. The physician was unable to implant the lead therefore, the procedure was not completed. No adverse patient effects reported.